Event description:
It was reported that after the implant of an intraocular lens (iol), the patient had difficulty with far vision, which was stated to be 0.6. The iol was, therefore, explanted in a secondary procedure and replaced with a new (B)(4) lens. It was also stated that there was a capsular tear. However, after implanting the new lens, the far vision remained the same as it was pre-operatively. In addition, it was stated that the patient was satisfied with their vision. It was stated that the physician believes that the lens was not the cause of the event. Patient date of birth and gender are not known. The implant date and the date of explant are unknown. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
There was not a capsular tear as originally reported. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.